Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a return of pain. After interrogation with the tablet a connectivity check was done on the leads and one of them is showing all red xxx's. A revision is schedule for friday 6/24 in order to determine the exact cause of the lead issues and what changes to make accordingly. At this time it cause and resolution not determined. No changes have occurred yet. The patient is scheduled for surgery on 6/24 to determine root cause and necessary intervention required to fix problem.

Event description:
Additional information was received from the rep on (B)(6) 2022. Patient was brought into the hospital for a possible lead revision. Connectivity was checked prior to surgery and the 0-7 lead was showing up as all x's with high impedances in the 40,000s. During surgery the wires was removed from the 0-7 slot and reinserted. Connectivity was still showing as all xxxx's. To rule out whether if it was the battery or the lead we flipped the wire placement in the battery. The 0-7 was now fine and the 8-15 was all red showing us that the wire was defective. (It is unknown which wire/which serial number it was the was defective). As such we determined the wire that was on the anatomical left of the x-ray was not functioning correctly. Additionally, an x-ray was taken to visualize the lead migration. The lead that was in the 0-7 slot, left lead on the image, had migrated from mid t7 to mid t8. The lead that was originally in the 8-15 slot, right lead on image, had migrated from top of t8 to mid t9. Based on the large amount of migration both leads were removed and 2 new leads were implanted. The same ins was used as this was not showing signs of issue. After the new leads were placed, connectivity was checked. Both of the new leads were demonstrating good connectivity (all green) and good impedances.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2021-(B)(6) explanted: 2022-(B)(6) product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2021-(B)(6) explanted: 2022-(B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.